Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent an open-heart surgery. The next day, this right ventricular (rv) lead exhibited variable shock impedance measurements ranging from 30 up to 120 ohms. Sensing was down and thresholds were increased. Right atrial (ra) lead threshold measurements were found to be intermittent at 4.5 volts. Technical services (ts) was consulted and initially, it was thought about the possibility of electromagnetic interference (emi) interfering, however, when the field representative described all of the other changes, concerns of this system being negatively impacted by the open heart surgery were discussed and the risk of the device not being able to deliver additional therapy if insulation breach is present. No adverse patient effects were reported. This device remains in service. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. Further details have been requested regarding the reason for explant and product return status.